Event description:
It was reported that following a stent treatment procedure, a dissection and thrombosis occurred. The 90% stenosed irregularly contoured and concentric target lesion was located in the moderately calcified right external iliac. A non-bsc stent was placed in the right common iliac. The right external iliac was pre-dilated and the epic stent was implanted, the stent was also post dilated. Later the same day the patient experienced in-stent thrombosis. The lesion was treated with non-bsc thrombectomy device and a dissection was noted proximal and distal to the implanted epic stent. The areas of dissection were treated with two additional epic stents. No additional patient complications were reported and the patient condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).